Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed by using a 20mm, non-abbott balloon. During the procedure, at 80 percent, the valve was placed at a depth of 3mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc) and able to be implanted successfully. Post-implant, the valve had migrated towards the aorta at a depth of 2mm on the ncc and 1mm on the lcc. However, no paravalvular leak (pvl) was observed; the patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. Post-procedure two days later, the patient was developed with st elevation and right coronary artery (rca) ischemia with coronary obstruction. Echocardiogram (echo) revealed complete elevation of the right-coronary cusp (rcc) with the lower end of the prosthetic valve located within the sinus of valsalva (sov). The valve was explanted surgically and replaced with a non-abbott surgical valve. The patient had an extended hospitalization. The patient is in a stable condition.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.